Manufacturer narrative:
The complaint devices were received and evaluated. Four anchors, four inserters, and the broken suture were received. There is significant tissue and blood debris on the anchors and sutures indicating implantation. Under magnification, two of the anchors showed stressed threads consistent with it being inserted into the bone. One of the anchors shows some signs of deformation at the proximal end, where is connects with the inserter. The fourth anchor had no structural anomalies. The usage of the 3 anchors for the spinal surgery is an off-label usage. Tacit anchors are designed for wrist, hand, and craniofacial applications. No information was provided regarding why the anchors could not be inserted. This complaint can be confirmed. However, we believe that the off-label usage is the root cause for the anchors not being implanted. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The devices in question were used for the syndesmorrhaphy after the removal surgery of spinal neoplasm. 3 out of 4 products could not be inserted. As for 1 product, the suture broke during use. The surgeon removed the anchor and the broken suture and used another product to complete the procedure. The anchor part of the device was discarded at the facility and we will return only inserter and the broken suture for evaluation. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. No procedure extended. Note: the four complaint devices referenced in the event description were being used off-label in this procedure. See associated medwatch numbers 1221934-2014-00379, 1221934-2014-00380, and 1221934-2014-00381.

Event description:
The devices in question were used for the syndesmorrhaphy after the removal surgery of spinal neoplasm. 3 out of 4 products could not be inserted. As for 1 product, the suture broke during use. The surgeon removed the anchor and the broken suture and used another product to complete the procedure. The anchor part of the device was discarded at the facility and we will return only inserter and the broken suture for evaluation. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. No procedure extended. Note: the four complaint devices referenced in the event description were being used off-label in this procedure. See associated medwatch numbers 1221934-2014-00379, 1221934-2014-00380, and 1221934-2014-00381.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4), however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.